Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon initial inflation at 6 atmospheres. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon initial inflation at 6 atmospheres. The procedure was completed with a different device. No patient complications were reported. It was further reported that the 75-90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. The device was removed and the patient's condition was good.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).